Event description:
Related manufacturer reference number:  3006705815-2022-01622. It was reported the patient experienced a fall and lost effective therapy. Lead diagnostics indicated high impedances on all but one lead contact. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.